Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Two components (cc1.sb and c8.b) of the im3.st kit are being returned for eval. It has been reported that they detached the cables from the ac3.1 and prepared to move the pt. As they moved the pt, both catheters pulled out of the pt's head.